Event description:
Patient having appendectomy. In the process of trying to grasp the appendix, the grasping device broke. Then, a period of time had to be undertaken to find the paddle of the broken grasper, which was identified and retrieved in its entirety.